Event description:
It was reported to philips that the heartstart xl monitor / defibrillator disarmed itself when hospital staff attempted to use the device to perform a synchronized cardioversion on a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.